Manufacturer narrative:
Evaluation of left ventricular assist system (lvas) confirmed the presence of thrombus. The pump was returned assembled with the driveline cut approximately 19 inches from the pump housing and the distal portion was not returned. The sealed inflow conduit was returned attached to its respective pump port. The sealed outflow graft conduit was not returned. The outlet elbow was returned attached to its respective pump port. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed a tissue-like thrombus adhered to the inlet bearing cup and the inlet bearing ball. This caused the bearings to be pulled out of their respective bores during disassembly. The tissue appeared denatured and showed laminated layering, indicating that it formed in this location over an undetermined period of time while the pump was operating. A tissue-like thrombus was observed on the proximal side of the outlet stator. The tissue lacked laminated layering which indicated that it did not initially form in the outlet stator. Contact marks were observed on the tapered outlet section of the rotor and rotor bearing cup, indicating that it was present while the device was supporting the patient. Although a specific cause for the development of the thrombus formations and the duration of their presence within the pump could not be conclusively determined, they could have contributed to the report of elevated ldh. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 36 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was explanted on (B)(6) 2017 due to hemolysis. An explant kit was provided and the vad was returned. No additional information provided.